Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer's basal rates were missing from their settings. The customer also reported a motion sensor test failure and motor position encoder error alarm was found in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck in the motor error loop during bolus / basal delivery. Unable to confirm motor position encoder error alarm due to erased history file caused by several displayable history check failed on startup alarms in the history file. Displayable history check failed on startup alarms due to a corrupted history file. Failure analysis was unable to verify motor position encoder error alarms due to motor error. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected check setting alarms noted. The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.